Manufacturer narrative:
The device was not returned and the images did not provide enough information for evaluation aside from confirming disassembly. Consequently, no further evaluation results are available and no conclusions regarding the cause can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was preformed to address a screw that was found to be disassembled postoperatively. The screw was removed and replaced with an alternate screw to complete the case. There were no additional patient impacts reported.

Event description:
It was reported that a revision surgery was preformed to address a screw that was found to be disassembled postoperatively. The screw was removed and replaced with an alternate screw to complete the case. There were no additional patient impacts reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one (1) of one (1) returned 7.5x40mm path nxt cann pa scr (pn: 3505-7540) for the failure of disassembly. The severity of this event is 3 (rmf-sp0028-0059). Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw was being used or handled at the time of the damage. Previous failures of this nature, which usually only occur intra-op as opposed to post-op, have been attributed to final tightening followed by subsequent untightening/removal of the screw and closure top during surgery, such as when a physician realizes a screw is the wrong size or attempts to adjust the construct position. Typically, this failure mode can be detected by the deformation seen on the splines on the screw shaft and tabs of the swivel ring in the tulip head as well as the indentation on the head of the shaft. The deformation of these parts is intended to occur when the construct is final tightened in order to further lock the screw head in place. When the screw is loosened following final tightening, this deformation can allow the tulip head to disassemble from the screw shank. However, without intra-op images of the parts, it cannot be confirmed if/when this is what took place. Swivel ring and spline damage was confirmed for the complaint screw 3505-7540 lot 86rc, but it is not known if this occurred intra-op with subsequent loosening of the closure tops as would be necessary to produce this failure. It is possible this disassembly or partial disassembly occurred during the original surgery, but was missed, eventually failing post-op. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. The IFU adequately addresses potential adverse events post-op including implant failure. Complaint history: there were one (1) other complaints for similar events (polyaxial screw disassembles) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero other complaints of post-op disassembly. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. Hhed-2018-00247 rev 8 was initiated to address this issue. This event is not related to any current recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was preformed to address a screw that was found to be disassembled postoperatively. The screw was removed and replaced with an alternate screw to complete the case. There were no additional patient impacts reported.